Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, the stapler with reload jammed in tissue while being use in lung resection. The staple line was incomplete on distal end. A component of the device broke off. The x-ray found that there was no component that fell into the patient's cavity. Fired another stapler below to tissue in order to remove the device from the issue. Patient status is normal recovery.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was partially fired and the jaws were clamped. The proximal end of the reload adapter was broken. Due to the noted damage no, functional testing was performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.